Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The up arrow button was unresponsive due to corroded keypad trace. The device had minor scratched display window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported that the up arrow button on the insulin pump had intermittent response. The blood glucose level was 182 mg/dl. The customer was advised to discontinue use of the pump and return it for replacement and analysis. No further information was provided.